Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet, with blood glucose remaining above 200 mg/dl for approximately 9 hours and a fingerstick reading of 444 mg/dl, despite multiple meal announcements; the user noted dry mouth and frequent urination and elected to disconnect from the pump and administer a manual fast-acting insulin injection before planning to reconnect. Symptoms included hyperglycemia with associated polydipsia and polyuria. Outcomes included user self-management with manual insulin and temporary pump disconnection without hospitalization or emergency care. Investigation included complaint intake, user counseling, and troubleshooting focused on potential infusion set or insulin delivery issues. Investigation of this case revealed a suspected infusion set or cannula/flow-path issue causing inadequate insulin delivery, consistent with hyperglycemia unresponsive to pump-delivered boluses. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site or set-related delivery problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.